Event description:
Additional information was received from the patient stating they had a bunch of x-rays, but the patient was not told that the leads had shifted. The patient reports that the have not seen anyone for this issue as they were told they had to see a manufacturer representative (rep) first. The patient reports that they still need help for this issue, and that it has not been resolved as they are waiting to speak with a rep. They report that their back pain is not manageable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their spinal cord stimulators. Patient said they had to contort their body in all kinds of crazy ways to get the stimulation to start going. Patient also said they would turn the stimulation on and feel nothing, then twist, turn, bend over and do all sorts of crazy stuff and then it would be there, but if they moved a centimeter, it would stop again and they would have to find the next position to get it to work. When asked for event date, patient said the cervical stimulator was fine and worked fine, but the lumbar one was not working and they hadn't even messed with it in probably 6 months to a year, somewhere around in there. Patient mentioned their back pain had been crazy and they had been trying to adjust meds and all that, but they need the stimulator working again. Patient stated they had been seen for x-rays and CT scans. Patient stated they think something is wrong with the leads or implant that shifted. Patient stated they think they know that is the issue, but their doctor still refuses to see patient until they call medtronic first. Patient stated their brain is not ready to have another surgery. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and offered to send email to reps in the patient's area to see if they could be of assistance. Patient stated they were 100% disabled through the military and did not have any other insurance except for the va.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6), implanted: (B)(6) 2008. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.